Event description:
It was reported that during a da vinci si prostatectomy procedure, while using the monopolar curved scissors instrument with the tip cover accessory installed, a hole was observed in the tip cover accessory and then damage was found to the patient's proximal tissue. No repair was required as the surgeon felt the burn was superficial and the planned surgical procedure was completed with no adverse outcome reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.